Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. There was no motor error alarm on the device. However, there was corrosion on the motor home switch during visual inspection. There was no moisture damage on the electronics assembly during visual inspection. The insulin pump was received with scratches on the lcd window and scratches on the reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, motor error alarm and moisture damage on the insulin pump. Customer's blood glucose reading was 454 mg/dl. Customer treated themselves with manual injections. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they received the motor error alarm during the rewind process. Customer advised the reservoir may have leaked which resulted in moisture damage and the device continued to alarm. Customer received motor error more than once in a 30 day period. Customer advised the leak occurred from the o-rings. Customer failed the self-test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.